Manufacturer narrative:
The biomedical engineer (bme) reported that the g5 bedside monitor touchscreen froze up and became unresponsive during an or case. He said the issue was resolved by unplugging the power and force shutting down the unit and turning it back on. He said he would like to have the unit evaluated. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the g5 bedside monitor touchscreen froze up and became unresponsive during an or case. He said the issue was resolved by unplugging the power and force shutting down the unit and turning it back on. He said he would like to have the unit evaluated. No patient harm was reported.